Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8578 revealed catheter pump connector non-significant indent in seal; did not affect infusion. Analysis of the 8709 revealed catheter body broken; broken catheter related to users actions. The appearance of the distal end of segment 1 and the proximal end of segment 2 indicate the catheter was torn in this area. Close inspection of this area shows markings that are spiral in nature. This indicates twisting occurred at this point which most likely led to the catheter tear. Also of note is the area around 23 to 34 cm from the distal tip of segment 2. The catheter is deformed in shape in this area which also indicates twisting occurred.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Programmer model: 8840, serial# unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; catheter model: 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the cause of the event was a broken catheter. Additionally reported were the patients symptom regarding the event, as decreased effectiveness.

Event description:
It was reported that a revision was being performed to replace the catheter as of the date of this report. When the pump was interrogated before surgery it was found to be stopped. Per the healthcare provider (hcp) when he was programming the pump, the programmer had suddenly malfunctioned and pump had stopped. It was further added that patient often woke up with the pump perpendicular to her body; so she used to flip the pump "back into place, flat". There were no patient symptoms/injuries related to this event. Drug delivered via the device was lioresal 500mcg/ml.